Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Downstream occlusion (dso) seal was degraded, liquid crystal display (lcd) lens was scratched. Attached standard admin set and tested downstream occlusion. Downstream occlusion test passed. The problem could not be duplicated. The most likely root cause was due to contamination. Replaced dso sensor as a preventative measure. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an alarm for a cassette sensor failure. There was no patient involvement, and no patient harm/adverse event reported.